Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. The customer performed maintenance and was getting a sample mixer motion error and the unit would not home. No one was harmed and there was no effect to patient or user.

Manufacturer narrative:
The leak was contained to the instrument covers. Bci customer technical support (cts) assisted the customer with troubleshooting and found out that the customer did not put together the probes properly after flushing them for maintenance, which caused the leak. The problem was corrected and leak was cleaned. Service was not dispatched for this event.